Manufacturer narrative:
Additional information : the customer confirmed that the alleged product were 2000 ml only. Previously reported as 1000ml. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. There was no patient involvement. No additional information is available.